Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The syncardia service technician reported that the driver failed incoming testing for low lap and low left driveline peak pressure.

Manufacturer narrative:
Alarm history and patient data file review found no new alarms recorded in the driver's eeprom. Visual inspection of external components revealed a broken led display cover. Visual inspection of internal components identified a crack anchor boss and insert nut detached from bottom-left anchor boss in driver's front housing. These items are not related to the customer reported low lap and low left driveline peak pressure. Freedom driver passed all sections of incoming functional testing. Failure investigation for this complaint could not confirm the customer reported issue via alarm history data review nor functional or observational testing. The complaint was not replicated via functional/observational testing. The root cause of the customer reported low lap and low left driveline peak pressure was unable to be determined. When the driver was retested, it passed all steps of the incoming functional test, and as such the complaint was unable to be replicated. Failure investigation identified no other test failure, damage, or abnormalities that could have contributed to the customer reported issues. Driver functioned as intended. This was a routine service based complaint therefore no patient involvement. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. (If new or additional information is received in the future, syncardia will file a follow-up MDR.) (B)(4) follow-up report 1.